Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 10 october, 2019. Medwatch report # mw5090101. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract after threading IV into place with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that the retractable needle did not retract after threading the IV into place.

Manufacturer narrative:
The following field has been updated with additional information provided by the customer: date of event: (B)(6) 2019.

Event description:
It was reported that the needle did not retract after threading IV into place with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that the retractable needle did not retract after threading the IV into place.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle did not retract after threading IV into place with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that the retractable needle did not retract after threading the IV into place.